Event description:
It was reported, two weeks after a catheter revision, the pt developed a pocket infection. Additional info received indicated the drug used in the pump was lioresal 2000 mcg/ml at a dose of 350 mcg/day. The last refill had been in 2008. Peri-operative antibiotics had been administered. The signs and symptoms of infection included fever, redness, swelling, drainage, pain, and incisional wound opening. The primary location of the infection was the device pocket. A culture was taken of the device pocket which produced staph lugdunensis growth. The pt did not have meningitis. The pt was treated with both IV and oral antibiotics and underwent total device system explant. The pt did not experience drug withdrawal. The outcome was reported as ongoing. See also MFR report # 2182207200900337.